Event description:
It was reported that during the pre-use check, the cuff was unable to be inflated. There was no patient injury, and no additional information is available for this complaint.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: three pictures were included in the complaint reported for evaluation. Results: squeezed inflation line was observed in photo 1 and photo 2. Returned sample: one sample was returned in used conditions without original package. Visual inspection results: per visual inspection, excess of solvent was detected at joint between the inflation line and tube, also squeezed inflation line was observed. Leak testing: the sample returned was connected to leak tester machine to identify any leak or occlusion. Results: sample returned was rejected by leak tester, complaint was confirmed. The returned sample was connected to a syringe to confirm the origin of the rejection by leak tester. Results: occlusion was detected at solvent joint between inflation line and tube since the pilot balloon was inflated but the cuff would not inflate. According to the manufacturing process, the occurrence of this failure condition could be caused by excess solvent at joint. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the procedure. The cause of the reported problem was traced to the manufacturing process. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.